Event description:
It was reported that there was a potential package sterility issue. Reporter stated that a hair was found in the sterile package of the pouch. Reporter stated this event "did not involve a patient." Additional information has been requested, however, was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8590-1, lot# n330059, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the pouch found a manufacturing issue; there was foreign material in the package. Hair was found in sterile package of pouch. (B)(4).